Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. An infusion set change was performed and the occlusion alarms continued. The customer's blood glucose level was 336mg/dl. After the infusion set change, the customer observed insulin dripping properly out of the infusion tubing and no damage was noted to the infusion set cannula. During a system check, insulin was not observed exiting the infusion tubing. An infusion set change was performed and insulin was once more not observed dripping out of the infusion tubing. A cartridge change was performed resolving the occlusion alarm.